Event description:
Purchased new line of kotex natural balance tampons. I purchased at (B)(6). After about 2 weeks of using, I began to have vaginal burning, painful urination, and chills. I stopped using, but symptoms have since continued. I phoned kotex to file complaint due to symptoms, but was told that only certain lot numbers were included in recall. I tried to explain the need for these boxes to be checked also, and my complaint to be addressed. I am to call back to kotex to give the rest of my complaint, but due to an appointment that day, I need to phone back to complete the complaint. I restarted using the tampons and the symptoms are worse. I have an ob-gyn appointment on (B)(6) 2012, to have the symptoms checked. They have become quite bothersome, causing vaginal burning, irritation, and pain and burning on urination. Dates of use: (B)(6) 2012.